Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Endoscopy informs us of an adverse event that occurred on (B)(6) 2023 during a puncture of a cyst at the level of the head of the pancreas. This event is related with one of your aig punction echotip products, ref: echo-19, batch: c2023145. This puncture took place under echo-endoscopy. After positioning the device medical at the level of the cyst to be punctured, impossibility of removing the stylet from the needle despite numerous attempts and therefore impossibility of extending the needle. The sheath was not ligated there was no particular angulation of the endoscope. Consequence: removal of defective equipment and overconsumption of another aig punction echotip, ref: echo-19. Waste of time for the medical team. Action: another puncture needle was used. The defective needle was retained and is in our service. "As per cc form": physician wasn't able to remove the stylet before the punction. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: _____________________ 6. Was gaining access to the target site difficult? N/a. 7. Was the device used in a tortuous position? N/a. 8. Was puncture of the target site difficult? N/a. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. 11. If not with the device in question, how was the procedure performed and/or finished? 12. Was the device damaged in packaging prior to removal? N/a, yes, no. 13. Was the device damaged on removal from packaging? N/a, yes, no. 14. Was force required to remove the device? N/a, yes, no. 15. Did the patient require any additional procedures as a result of this event? N/a, yes, no 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? 21. Was resistance felt while inserting the device through the scope? N/a, yes, no. 22. Was the scope recently serviced / repaired? N/a, yes, no. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? 24. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no. 25. Was difficulty experienced while retracting the needle? N/a, yes, no. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a,yes,no. 28. Was the stylet partially removed when advancing the needle into the target site? N/a,yes,no. 29. How many samples were obtained (passes completed) with this needle? 30. Did any section of the device detach inside the patient? N/a, yes, no. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Event description:
This supplemental report is being submitted due the conclusion of the investigation on the (B)(6) 2023.

Manufacturer narrative:
PMA/510(k) #k083330 device evaluation: the echo-19 device of lot number c2023145 involved in this complaint was returned for evaluation, without its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. On evaluation of the devices the following was observed: visual inspection - stylet cap observed to be fractured - distal end of needle examined and no issue observed - stylet examined and no further issues observed - needle removed from the device and proximal kink below the sheath extender observed functional inspection: - sheath extender able to advance and retract with no issue - needle able to advance and retract with no issue - stylet removed from the device with tweezers with no resistance manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2023145 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2023145. Instructions for use and/label: it should be noted that the instructions for use (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to observed needle kinking below the sheath extender which led to stylet issues reported. It is possible that during procedure the device was used in a flexed position causing a proximal kink below the sheath extender, which subsequently may have caused a build-up of pressure causing issues with stylet removal and led to stylet fracture. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. However, it may be noted that there was no needle kink was reported by the customer, therefore based on this information, this complaint file is considered outside the scope of CAPA pr217973. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, impossibility of removing the stylet from the needle and therefore impossibility of extending the needle confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to observed needle kinking below the sheath extender which led to stylet issues reported. It is possible that during procedure the device was used in a flexed position causing a proximal kink below the sheath extender, which subsequently may have caused a build-up of pressure causing issues with stylet removal and led to stylet fracture. Complaint is confirmed based on visual and/or functional inspection.